Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber damaged at tip at 154,283 joules." The case was completed using a second fiber. Patient outcome: "no patient injury."

Manufacturer narrative:
(B)(4). The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the glass cap is fractured and partially broken. The glass cap is fractured distal to glue zone. The fiber is fractured distal to glue zone. The fiber is blackened. The heat shrink tube is melted. Based on the analysis findings, the fiber/cap conditions would result in forward firing. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.